Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing. Myopotential was reproduced by manipulation test. Programming changes were made. The patient will continue to be monitored.